Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 400 mg/dl (advantage) and 126 mg/dl (compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the advantage system. (B)(6).